Manufacturer narrative:
The hill-rom technician found the pt left foot brake and head right brake caster not holding due to the brake pads being were worn out. The technician replaced pt left foot brake caster and head right brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the pt left foot brake caster and head right brake caster would set but not hold. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).